Event description:
The territory manager of a female pt contacted lifecor customer support to report that the pt has passed away this morning while wearing the device. No other details are available.

Manufacturer narrative:
Device evaluation. All the equipment was fully functional. It was refurbished, retested and restocked. Please see attached analysis. Conclusion: a woman died while wearing the lifevest. The pt's holter data was reviewed, which showed that the pt's heart rate slowed before both channels experienced a signal aberration. The lifevest properly declared the bradycardia and signal aberration. It appears that the lifevest may have been removed or the electrodes were not touching the skin properly, based on detection of therapy pad and electrode fall off. The signal aberration prevented the device from detecting asystole.